Event description:
It was reported while using bd maxguard administration set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: late 60's female with history of atrial fibrillation. Procedure: ablation af. Maxguard 10cc drop administration tubing leaking at the leuer lock hub. The tubing is sterile and connected to a side port of a sheath that extends into the left atrium of the heart. This could potentially introduce air into the body. Tubing removed without difficulty and a new set used. No known harm to patient. Manufacturer response for set, administration, intravascular, maxguard (per site reporter) will obtain.

Manufacturer narrative:
E.4.: the initial reporter also notified the FDA on 20-feb-2023 medwatch report # (B)(4). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model ma3131 lot number 22069490 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd maxguard administration set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: late 60¿s female with history of atrial fibrillation. Procedure: ablation af. Maxguard 10cc drop administration tubing leaking at the leuer lock hub. The tubing is sterile and connected to a side port of a sheath that extends into the left atrium of the heart. This could potentially introduce air into the body. Tubing removed without difficulty and a new set used. No known harm to patient. Manufacturer response for set, administration, intravascular, maxguard (per site reporter) will obtain.